Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure by using a rotarex device. It was reported that during procedure when the doctor was opening an occluded bypass left leg in cross-over technique. Speed of movement, flushing, heparin management was all fine but aortic bifurcation was not steep. During the second set of trying to clear the occlusion the head of the catheter allegedly stopped turning - whilst the motor was still running which reported possibly to a broken helix. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device. During the procedure, it was reported that during procedure when the doctor was opening an occluded bypass left leg in cross-over technique. Speed of movement, flushing, heparin management was all fine but aortic bifurcation was not steep. During the second set of trying to clear the occlusion the head of the catheter allegedly stopped turning - whilst the motor was still running which reported possibly to a broken helix. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a catheter was returned for evaluation and it was physically investigated. During physical investigation a catheter was received. It was observed that the helix was broken at 76 cm from the tip of the catheter and the tube had a strong kink at 69.5 cm from the tip of the catheter. Therefore, the investigation is confirmed for the reported break issue. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.